Event description:
Device history record was reviewed, no event linked to the reported issue was observed. Device log was reviewed. Infusion with noradrenalin drug started on 1 may evening, with vtbi of 80 ml. Many flow rates modifications during 2 may are done. On 3 may morning, end of infusion alarm is triggered with total volume infused at 80 ml. A pause is started, and a reset of infused volume are done. After a switch off and switch on, selection of same previous drug. No event of reset vtbi before switch off, but some parameters have been modified (pause set and reset vi) which does not confirm the complaint description: "they were unable to change the vtbi and subsequently change any other settings" ." The reported device was not returned to brézins for investigation. Only the study of the provided log was performed. But data is insufficient to confirm the event. Vtbi modification was tested on a demo pump with the provided customer drug library file, according to IFU. The reported event could not be reproduced. After end of infusion, previous screen do not allow to set a new vtbi but, after same therapy (ticked as yes) vtbi can be set on main screen of settings. In this case, as the reported device was not available for investigation, its cause remains unknown. To our knowledge this complaint was not being related to patient safety. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.

Event description:
Patient was receiving noradrenaline and bag was due to run out; nurse spiked a new bag and attempted to change the volume to be infused (vtbi) back to 100ml, but was unable to change that or any other settings. Patient's bp was rapidly dropping and after a couple of minutes of trying to amend the vtbi, the pump was turned off and back on in order to resume treatment. Log was received but no anomalies were found; device is not in stop mode and drug setting does not allow the "same infusion" mode. More information is needed to complete the investigation.